Manufacturer narrative:
It was reported that one CT scan in the patient folder contains slices which are incorrectly reconstructed in 3d and 2d views. This was confirmed through technical investigation to be due to a known design defect. It is noted that parts of interest contain artefacts. Event summary, device history record review and complaint history review did not identify contributing factors. One similar complaint in the previous six months had the same root cause for the same device. (B)(4).

Event description:
It was reported that when the patient folder was loaded in the field service engineer noticed that there were two slices of the 3d reconstruction that did not fit into the rest of the 3d model. She then noticed that the slices were not only incorrect on the 3d reconstruction, but in all of the standard views as well. These slices were low on the face, so it did not affect the planning or registration process. When the field service engineer asked the fellow about image issues he said he had noticed that it looked like those slices were inverted. He said that the image did not look like this when it was on any of the hospital computers.